Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the caller reported that they went in for a procedure yesterday, and they could not locate the device. The caller noted that they were hooked up to a monitor yesterday, and they sometimes expected to get feedback from the device, but they did not get any and were wondering if the device was dead. They tried again today and were getting a message that it couldn't communicate with the device. The caller could not recall exact messages. The agent reviewed that different messages sound similar but could mean different things. The agent walked the caller through connecting to the implant, and they were able to connect. The issue was not resolved through troubleshooting. The agent reviewed with the caller common reasons for being unable to conn ect and the caller reported that none of them were the reason. The agent advised the caller to continue to monitor, and the issue would be documented.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.